Manufacturer narrative:
This is the same event as 3010536692-2015-00177.

Event description:
Allegedly the patient was revised due to the following mom complications: metal shavings in the tissue surrounding the hip; pain; change in walking ability (left).